Manufacturer narrative:
H3 and h6: the factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit failed to power up via ac or dc power.